Manufacturer narrative:
Concomitant products: 2088tc lead, implanted: (B)(6) 2013.

Event description:
It was reported the patient had an infected lead. Additional information was requested and it was learned the patient had a pocket infection and developed endocarditis. The implantable cardioverter defibrillator (ICD) system was removed and the patient was treated with antibiotics. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.